Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 40 mg/dl at the time of incident. The current blood glucose level is 46 mg/dl. The customer treated low blood glucose with apple juice. The customer was wearing the insulin pump when high blood glucose event was reported. The customer reported that the insulin pump had moisture inside the screen. Customer states they do hear fluid when shaking the insulin pump. Customer stated they see fluid under the screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.

Manufacturer narrative:
After battery installation, the unit powered up with a blank lcd screen. After further examination of the unit¿s interior, there is heavy corrosion, mold and even rust on electrical board 1 just about everywhere. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the blank screen. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located.